Manufacturer narrative:
(B)(4). Aneurysm recanalization, surgical intervention. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿a ruptured large thrombosed true posterior communicating artery aneurysm treated with endovascular treatment three times¿. A (B)(6) male patient had a left ruptured large thrombosed true pcoa aneurysm (maximum diameter 23 mm) with a small neck. Intra-aneurysmal coil embolization via the internal carotid artery was performed to preserve the premammillary artery (PMA). The result was a neck remnant and the aneurysm was recanalized. After 14 months, similar treatment was performed. Orbit galaxy complex was used to make a coil frame during first procedure.